Manufacturer narrative:
The complaint was received by integra in 09/2009, and entered into the complaint management system. A medwatch had not been submitted previously for this event. The product was not returned for evaluation. The batch manufacturing number e56k and e7kj have been manufactured following our previous design specifications. A product change request was opened in 12/2007. A revision was made to the design of the device, composed of: the increase of the external diameter of the self-tapping profile (increase the thickness of the screw), the decrease of the angle of the self-tapping profile for an easier insertion. Add of a radius between the faces of teeth of the distal end. A review of the manufacturing records found no anomalies during the manufacturing period of the product. A review of the complaint system showed that this incident is the eleventh for qwix screws 3mm breakage (for the past two years) were reported to newdeal. The complaint rate for this kind of incident during the stated time period is 0.07 percent. Prior to release, following frequency determined by probability law applied to incoming inspection, qwix screws are tested for: visual inspection (general aspect, colorization, laser marking); documentary inspection (raw material certificate, measurements report, label, sterilization certificate). Functional inspection (hexagonal head, internal diameter). Given the description of the event, the root cause is an old version product. In similar incidents on old version qwix screws, the bone hardness and the lack of pre-drilling were found to be root causes. No corrective actions have been taken at this time. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that while using a qwix screw to correct a bunion, he turned the head of the screwdriver during implantation, and the head of the screw broke into three pieces. The screw was removed and another qwix screw was implanted. The screw broke with the first turn of the screwdriver. It was unlikely that excessive force was used. Integra has requested additional clinical info from the reporter.